Event description:
During an atrial fibrillation ablation, the sheath exhibited a valve leak and a broken steering mechanism. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.